Event description:
The patient was put in a protective restraint because he was hurting himself (hitting head against wall). While he was being escorted back to his room, he lifted his arms to struggle against the protective restraint and the rivets popped out.

Manufacturer narrative:
The customer returned four restraints for evaluation. Visual inspection confirmed that the rivets were torn free of the synthetic leather strap material on three of the four samples. The company has initiated a recall related to this problem. The root cause of this problem was the material was not strong enough to hold the rivets in place when excessive forces are applied.